Event description:
It was reported that approximately five years after the implant of the 29 mm evolut pro+ transcatheter aortic valve, poor coaptation of the valve leaflets occurred. The facility reported hypo attenuated leaflet thickening (halt). Possible pannus/thrombus and/or thickened leaflets versus inadequate contrast filling seen inside the valve frame was also noted. It is unknown if the patient experienced symptoms as a result of this issue, and it is also unknown if any treatment/intervention was provided or is planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.